Event description:
It was reported that this lead was fracture and confirmed via x-rays. The lead was then surgically abandoned. No additional information is available at the moment. No additional adverse patient effects were reported.